Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when the surgeon used a stryker drill with a router to cut bone, the tip of the router broke in half. It was also reported that the broken piece was removed with a hemostat. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the router was fully submerged in bone which would potentially lead to the fracture observed on the returned part. The IFU's for handpieces associated with the device contain the following warning: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.

Event description:
It was reported that when the surgeon used a stryker drill with a router to cut bone, the tip of the router broke in half. It was also reported that the broken piece was removed with a hemostat. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Catalogue number and lot number was unknown, updated to 5820070011 lot 16229017 upon product return to the manufacturer. Device was visually evaluated and confirmed as broken. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when the surgeon used a stryker drill with a router to cut bone, the tip of the router broke in half. It was also reported that the broken piece was removed with a hemostat. It was further reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.